Event description:
A malfunction was reported on a customer's pump, which was categorized with malfunction code 'malf 0.' There was no adverse impact on the customer's blood glucose level, and it did not exceed 500 mg/dl. The customer was instructed to use multiple daily injections as a backup therapy, and a replacement pump was sent. Instructions were provided for placing the pump in storage mode and returning the faulty device, which the customer understood and acknowledged.